Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as redness under armpits, breast area, and stomach. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed famotibine and prednisone for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.